Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinically relative information has been provided for inclusion in this investigation. Should any additional medical information be provided this complaint will be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaint for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient underwent a debridement surgery due to wound dehiscence of distal right knee.